Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was giving her high readings as compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that at an unspecified time on (B)(6) 2012, she obtained a blood glucose result of "504mg/dl" with a lifescan meter and "374mg/dl" on a hospital meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that she manages her diabetes with a combination of medications: humulin, levemir and ajanta (unknown dosages) and denied making any changes to her usual diabetes management routine in response to the reported issue. An hour after the alleged issue occurred, the patient claimed to have developed symptoms of being "sweaty and incoherent" and was taken to the emergency room shortly after. It was not specified what type of treatment the patient received, if any. At the time of troubleshooting, the cca determined that an approved sample site was used for testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. Although it is not known if the patient received medical treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.